Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op the patient underwent a revision surgery to remove a rod that had broken. No additional patient complications were reported.

Manufacturer narrative:
Received on medwatch# (B)(4). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.